Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the a merlin.net transmission showed the device was in back up vvi mode. The patient was brought into clinic and the device code was successfully performed. Patient will be monitored with routine follow up.